Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation finds the device is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor developed a crack from top to bottom during final implantation. No surgical delay noted.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the investigation finds the device is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.